Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the handpiece was being used to cut away tissue during pacemaker box change in pacing dependent patient. It was noted there were occasional p waves with no paced qrs, this was presumed due to oversensing however it continued when the handpiece was not being used, within a ¿couple of minutes¿ the pacemaker stopped all together. The patient felt dizzy and the operator swapped to the new competitor pacemaker. Post procedure the explanted pacemaker took ¿a long time¿ to interrogate and gave no battery data. It had been returned to the manufacturer. The handpiece was discarded. There was no patient impact.